Manufacturer narrative:
Please see the parent pr 3714648 for the complete investigation of the case. Conclusion code gride l2 was updated.

Manufacturer narrative:
Updated investigation summary: his report is based on information provided by local philips dealer personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the philips hs1 defibrillator indicating that the device had issued a pads warning. A photograph showing a potential cartridge ID pin failure was provided. The device was reportedly applied to a canine patient, which is an off-label application. Based on the available details, the evaluation determined that an investigation was required. The device was requested for investigation by philips ecr failure analysis. The customer was provided with a replacement device. Based on the information available, the reported problem and the root cause have not been confirmed. The customer was provided a replacement device to resolve the issue and we are expecting the return of the exchanged device. Upon receipt at philips the device will be evaluated, and the complaint will be reopened. Based on the information available, no further action is necessary at this time. Insufficient information is available to support final failure analysis. The customer was provided a replacement device to resolve the issue and we are expecting the return of the exchanged device. Upon receipt at philips the device will be evaluated, and the complaint will be reopened. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Based on the available details, the evaluation determined that an investigation was required. The device was requested for investigation by philips ecr failure analysis. The customer was provided with a replacement device. Based on the information available, the potential cause of the reported problem was a potential component failure. The reported problem and the root cause have not been confirmed. The customer was provided a replacement device to resolve the issue and we are expecting the return of the exchanged device. Upon receipt at philips the device will be evaluated, and the complaint will be reopened. Based on the information available, no further action is necessary at this time. Insufficient information is available to support final failure analysis. The customer was provided a replacement device to resolve the issue and we are expecting the return of the exchanged device. Upon receipt at philips the device will be evaluated, and the complaint will be reopened. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips the device has a pads warning with to pins stuck.